Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 11 mg/dl. The customer was treated with 40 units of carbs in cake frosting. Customer's current blood glucose value was 135 mg/dl. Customer's blood glucose value was 11 mg/dl at time of incident. Customer stated they got low blood glucose and had very low one today that was 11 mg/dl and customer was unconscious. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The drive support cap appears normal. It was reported that the pump seems to be working accordingly and customer will continue to monitor bg's and speak with health care professional. . Customer also reported that they got lost sensor and that is what is causing the threshold suspend. The product was not returned for analysis.